Event description:
The ge oec 9800 fluoroscopy system would shut off during procedures.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable. The interconnect cable was replaced. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.